Event description:
The customer reported to olympus the evis exera iii colonovideoscope, cables broken. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the jet tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: flexibility adjustment ring has a scratch; grip has a scratch; air/water cylinder has discoloration; scope cylinder has discoloration; switch box has a scratch; scope cover has a scratch; control unit has a scratch; plug unit has a scratch; due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard; due to a cut on angle wire, bending section cannot be bent in upwards direction at all; image guide protector has a cut; due to breakage of light guide bundle, illumination is poor; objective lens has a chip; light guide lens has a crack; light guide lens has a chip; connecting tube has a wrinkle; universal cord has a scratch; and the universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, cables broken. The issue occurred during an unknown event. The procedure was therapeutic. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the jet tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.